Manufacturer narrative:
Distributor medwatch was received stating "during procedure, weighted speculum lacerated pt's vagina, requiring suturing." As per the distributor the instrument was only available for inspection at the hospital's facility. A sales rep of the distributor visited the hospital and inspected the instrument visually and could confirm that there were no sharp edges on the instrument. Since neither the device was returned for eval nor a lot number was received, we were not able to perform an eval or a trend analysis.